Manufacturer narrative:
Additional information: h3, h6. H10: the two (2) actual samples were evaluated. A visual inspection performed with the naked eye noted an incomplete weld on both cassettes. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products date: the event occurred on an unspecified date of (B)(6) 2020, further described as "about two weeks ago". The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets were damaged; further described as ¿the film on the back of the cassette was not adhered at bottom corner¿. This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.